Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was report that the balloon was prepared outside of the patient successfully. When attempting aneurysm coil remodeling at carotid/ophthalmic, it only inflated proximally rather than across the whole length of the balloon. The balloon shaping was irregular when inflated for the third time at the level of the aneurysm neck, and it then burst. The patient was treated with another balloon with no issues, and the coiling was completed. There was no patient injury reported. The patient was discharged from the hospital.

Manufacturer narrative:
The investigation of the returned balloon catheter found the balloon to have a pinhole leak at the distal end during inflation testing, which is consistent with the "burst" described in the reported event. However, due to the leak, the balloon could not be fully inflated during the investigation to determine if a shape irregularity was present on the balloon. The physical evaluation of the device could not identify the conditions or circumstances that led to the pinhole leak, but the damage is consistent with the device experiencing forces over specification due to over inflation.

Event description:
See h11.